Event description:
Information was received from a patient (pt) via healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins). Caller stated pt said the spinal cord stimulator (scs) "shorted out" 10 years ago and has not worked/been turned on since, pt states they "don't want anything done to it". Pt is also unsure if ins has reached end of service (eos).

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.